Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The irregular appearance was confirmed. Additionally, there was polymer coating peeling off at the distal tip of the guide wire, further confirming the irregular appearance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the command es guide wire was successfully used in the moderately tortuous, moderately calcified lesion in the posterior tibial artery. After the guide wire was removed from the anatomy, it was noted that nitinol coating appeared irregular on the distal tip of the guide wire. Instead of the tip being all black, there were spots of light gray. Another command es guide wire was opened for use in the procedure when a similar appearance of the tip was noted. The second guide wire was used successfully. There was no change to the appearance of the second guide wire after use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the reported information, device analysis found the coating of the first wire was peeled.